Manufacturer narrative:
Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as 2134265-2016-10173. It was reported that vessel perforation and cardiac tamponade occurred. A triple vessel disease at 99% stenosed right coronary artery (rca); 90% stenosed left main trunk (lmt); 90% left anterior descending artery (lad); and 99% stenosed left circumflex artery (lcx) were severely tortuous and severely calcified. A 1.25mm rotalink" plus and rotawire" were selected for use. During the procedure, a 1.5mm rotalink" plus and a 330cm rotawire" floppy were delivered to the lcx; however, the devices were unable to cross the lesion. Subsequently, both devices were exchanged with 1.25mm rotalink" plus and rotawire" respectively and were used to advanced towards the lesion; however, perforation at the ostial lcx occurred. A non-bsc balloon was used to stop the bleeding; however, cardiac tamponade occurred. An drainage was then placed to the site to treat the cardiac tamponade and a non bsc stent was deployed to cover the perforation. However, after hemostasis was established, ivus noted that the stent was not deployed completely. Post dilatation was then performed; consequently, bleeding reoccurred. A coil was then deployed in the bleeding site and the procedure was completed. No further patient complications were reported. A day after the surgery, the drainage was removed and 14 days later, the patient was discharged from the hospital.